Event description:
Affiliate reports that corneal erosion and serious allergic symptoms appeared in the patient two days after cataract surgery was performed using vicryl suture. In addition, loss of visual acuity, pain and formation of a false membrane occurred over a period of one week following surgery. After above symptoms appeared, doctor stopped applying steroid and administering cravit to the patient, and applied only ointment. No improvement was noted. Sutures were then removed and patient is reported as well.